Manufacturer narrative:
Siemens healthcare diagnostics has confirmed customer complaints of imprecision and inaccuracy with ptn flex lot fa5154. Internal testing has confirmed a low absorbance range between the levels 1 and 5 calibrators with this lot can resulting in the potential for a positive or negative bias and imprecision across the ptn assay range. Internal studies demonstrated the bias is variable across the assay range from 9-38%. The highest degree of bias is observed below the therapeutic range of 10-20 ug/ml (39.6-79.2 umol/l). The reagent blank absorbance for ptn lot fa5154 may also generate abnormal reaction flags. Siemens issued an urgent medical device recall communication (B)(4) dated september 2014 to customers who had ordered ptn lot fa5154 advising them to discontinue the use of the lot. Siemens offered a no charge replacement with a non-impacted lot of phenytoin flex reagent cartridges.

Event description:
Flagged abnormal reaction phenytoin (ptn) results were obtained on qc samples with lot fa5154. Unflagged results remained within laboratory ranges. It is unknown if patient results were reported to physicians. There is no indication that patient treatment was altered or prescribed on the basis of flagged ptn results. There is no indication of adverse impact to patients due to the flagged ptn results.